Event description:
This report summarizes one malfunction. A review of the events indicated that model ex062003cl vascular stent system experienced premature deployment. This report was received from one source. The device was used in the patient. There was no reported patient injury.

Manufacturer narrative:
H10: for this event, the lot number was provided and a lot history review was performed. Of the 1 reported malfunction, 1 device was returned for evaluation. The reported premature deployment could not be confirmed. A root cause has not been determined. The device was labeled for single use. H11: h6 (results, conclusion) . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the events indicated that model ex062003cl vascular stent system experienced premature deployment. This report was received from one source. The device was used in the patient. Patient age, weight, and gender were not provided. There was no reported patient injury.